Event description:
While placing a closure device, there was no pulsatile backflow coming from the device. The closure device was removed and replaced without incident or harm to the patient. Manufacturer response for closure device, closure device (per site reporter) mfg notified by site.